Manufacturer narrative:
Manufacturer's investigation conclusion: suspected outflow graft thrombus was unable to be confirmed, as no images were submitted and the device remains in use. A specific cause for report of elevated lactate dehydrogenase (ldh) could not be conclusively determined, through this evaluation. And a direct correlation with heartmate ii left ventricular assist system (lvas), serial number#: (B)(6), could not be conclusively established. The submitted log file contained events from (B)(6) 2024, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information from the customer regarding the event. However, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number#: (B)(6), with no further complaints reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations, from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate ii lvas patient handbook rev. C are currently available. Section 1.: of the IFU: ¿introduction¿, lists potential adverse events that may be associated with the use of heartmate 3 lvas. Including device thrombosis and hemolysis. Section 6.: of the IFU: ¿patient care and management¿. Lists thromboembolism as a potential late postimplant complication. This section (under "pump performance monitoring"), also outlines indications of pump thrombosis. As well as, how to respond to such events. Additionally, this section provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Outflow graft thrombus was previously, reported under MFR #: 2916596-2023-08033.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) with a known outflow graft thrombus. Related manufacturer reference number: 2916596-2024-01249 (mobile power unit).